Event description:
Reporter indicated the patient had exploratory surgery performed on (B)(6) 2012. Prior to the surgery, the impedance was 10,000 ohms. After the generator was visualized in surgery, it was noted the lead pin was not secured in the generator header. The lead pin was cleaned, reinserted into the header, and secured. Systems diagnostic then resulted in 3330 ohms. No devices were explanted.

Event description:
It was reported by a physician that high lead impedance was received at a follow-up appointment. The last known good diagnostics were from (B)(6) 2012. No manipulation or trauma was reported to the device. The device was programmed off due to the reported high impedance. X-rays were taken by the physician who indicated the generator and lead were visible; however, the x-rays were not provided to the manufacturer for review. At the moment attempts for further information have been unsuccessful to date.

Event description:
Reporter indicated high lead impedance >10,000 ohms was first noted on (B)(6) 2012. The last acceptable diagnostics were on (B)(6) 2012 with 2954 ohms. The vns generator was disabled on (B)(6) 2012. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturer date, corrected data: the initial MDR report inadvertently reported an incomplete device manufacturing date. The complete manufacturing date is provided.

Manufacturer narrative:
(B)(4)

Event description:
X-rays were reviewed by the manufacturer. The generator filter feed-through wires appears to be intact, and the lead connector pin appears fully inserted into the generator connector block. Only part of the lead is visible, as some lead is located behind the generator. The visible section did not display any clear breaks or sharp angles.as the lead pin was fully inserted into the generator header, a lead pin insertion issue has been ruled out and a lead fracture is more likely the cause of the high lead impedance. Surgery to replace the vns lead is planned, but has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.x-rays reviewed by the manufacturer, no gross lead discontinuities visualized.